Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that, during a 46-hour continuous infusion, using the cadd-solis vip pump, an alarm was triggered indicating that the infusion had finished earlier than expected, despite 7 ml of the original 138 ml drug volume remaining in the reservoir. Per reporter, the pump displayed an "air" message on the screen at the time of the alarm. The extension tubing was primed using gravity. The patient was not medically affected.